Manufacturer narrative:
Device evaluation: the visual inspection carried out on the device showed the balloon twisted at approximately in the middle of the balloon. The tactile inspection did not report any pressure marks, kinks or other abnormalities on the device. A guide wire 0.018" was advanced for all catheter length. No resistance was encountered during the procedure. Negative pressure was applied on the balloon through a manometer syringe, the test passed because no bubbles emerged in the syringe. Afterwards the balloon was inflated sequentially at: - 1 bar the balloon shows a change in the profile. - 2 bar the balloon shows a very slight change in the profile. - 7 bar the balloon is fully inflated, at this pressure the signs of the failure are no longer visible. - 11 bar the balloon is fully inflated, at this pressure the signs of the failure are no longer visible. The balloon profiles are in accordance with product specifications. The root cause is related to the direction of the folding pleats which appear not to be folded parallel to the shaft of the device. Once inside the artery, the folding pleats most likely encounter resistance related to a tight lesion, resulting an incomplete balloon expansion. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
During an attempt to treat a lesion using in.pact pacific paclitaxel eluting balloon catheter, it was reported that the balloon could not be inflated. It was reported that the balloon was "rotated," twisted. There was no injury or clinical sequelae to patient. "Please note that this device (in.pact pacific) is not marketed in the united states; however, it is similar to the united states marketed device (in.pact admiral). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.